Manufacturer narrative:
(B)(4) - incision enlargement. Patient information was not provided.all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Device evaluation: the returned sample was inspected at the manufacturing site. The lens was received complete and intact. Visual inspection revealed surface residuals (debris/particles) on the optic, which is compatible with the handling of the lens out of a sterile environment. No cosmetic defects were observed. No further testing was conducted. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. All test results showed a pass condition. A review of the manufacturing process and/or materials show there were no changes associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that that while implanting an intraocular lens (iol) the surgeon decided to remove the iol from the patient''s eye. To do so the incision was enlarged and a vitrectomy performed. Another lens was placed during the same procedure. No other details were provided.